Event description:
It was reported that the subject device was broken. It was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the lock pin with chipped-off and dent on probe¿s cable section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device was broken. It was found, during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number (updated from (B)(4). Please refer to section d4-primary UDI number.

Event description:
No additional information received from the customer.